Event description:
It was reported that a user of an ilet system paired with a dexcom g7 experienced brief sensor signal loss when the pump was on the charger and the user moved away, after which glucose readings resumed with a reported blood glucose of 151 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user troubleshooting and education focused on connectivity and distance between the cgm and the ilet. Investigation of this case revealed a transient loss of cgm signal likely due to increased distance or temporary obstruction between the cgm transmitter and the ilet, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user proximity and environment-related signal interruption.